Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had the under delivery of the insulin. Customer alleges the insulin pump for under delivery. Customer¿s blood glucose level was 358 mg/dl at the time of the incident and the current blood glucose value of the customer was 358 mg/dl. The customer was treated with the manual injections and lantus. The customer also reported that the insulin pump had a no delivery alarm. The customer was assisted with the troubleshooting. The customer stated that the insulin did not exit. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No under delivery anomaly noted and passed the delivery accuracy test. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address number label, cracked belt clip slot and cracked case reservoir tube window corner.